Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported the system would crash during embolization procedures. There is no report of patient injury.